Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer had issues with their insulin pump. The customer states the pump had vibration anomaly. The customer states the device would not vibrate after alarm or bolus. The customer's blood glucose level was unknown. Troubleshoot was conducted and the device did not vibrate during testing. The customer was advised the pump would be replaced and returned for analysis.

Manufacturer narrative:
The insulin pump passed the unexpected restart error test, displacement test, rewind, basic occlusion test, occlusion test, prime test, off no power test and excessive no delivery test. Device failed to vibrate during self-test due to broken black vibrator motor wire. All operating currents are within specification. Device received without belt clip unable to confirm damage. Device received with cracked reservoir tube lip, minor scratched display window, cracked case at display window corner and stained end cap sticker.